Event description:
It was reported that during use of this awl in a left ankle arthroscopy, the tip broke off in the pt's joint. The pt was repositioned, as the tip floated to the back of the ankle and another arthroscopic incision was made to remove the tip. The tip was retrieved without injury, and no further treatment is expected related to this event.

Manufacturer narrative:
Investigation results: the awl was received for investigation without the broken tip. A material hardness test was performed and the instrument was found to meet spec. The cause of this failure was unable to be determined. A two year review of product history found one similar reported problem. Conmed linvatec will continue to monitor this product for failures.